Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was repotted that the arctic sun device was failing calibration for an error 80. They check of the diagnostics showed a failure of the mixing pump. They stated they would like to send the device in for the 2000 hour service no loaner was needed. Per investigator notification received on 25jul2023, it was reported that during decontamination that the artic sun device was receiving alerts for low flow. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted and cracked on the seals. The chiller molded tube was cut shorter than specifications and also the flowmeter was replaced due to calibration test unit ctu flow readings on the low end of tolerance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. During decontamination, unit filled normally. Low flow alerts were noted. Flow observed through shunts. Serviced circulation pump as part of the pm. Servicing the circulation pump corrected the low flow observed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was repotted that the arctic sun device was failing calibration for an error 80. They check of the diagnostics showed a failure of the mixing pump. They stated they would like to send the device in for the 2000 hour service no loaner was needed. Per investigator notification received on 25jul2023, it was reported that during decontamination that the artic sun device was receiving alerts for low flow. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were lifted and cracked on the seals. The chiller molded tube was cut shorter than specifications and also the flowmeter was replaced due to calibration test unit ctu flow readings on the low end of tolerance.